Manufacturer narrative:
A customer from the united states alleged discrepant results for two patients while using the cobas® sars-cov-2 & influenza a/b nucleic acid test on the cobas® liat® system. No harm was indicated. Due to the lack of data, a limited investigation was conducted which did not identify any product or reagent issue. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from the united states alleged discrepant results for two patients while using the cobas® sars-cov-2 & influenza a/b nucleic acid test on the cobas® liat® system. No harm was indicated. Per FDA guidance, 2 mdrs will be filed. The alleged samples both initially generated positive results for all targets- sars-cov-2, influenza a & influenza b. The same samples were repeated on another liat analyzer which yielded a negative result for all targets. The customer was unable to provide the run data but did provide a spreadsheet that showed strong CT values. Due to the lack of customer data, a limited investigation was conducted and although a root-cause cannot be established, no product problem or reagent issue was identified.